Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3. Date of event: actual event date is unknow; article publication date has been selected. Citation: p. Bhowmick., j. E. Coad, s bhowmick, j. L. Pryor, t. Larson, j. De la rosette, j. C bischof. (2009). In vitro assessment of the efficacy of thermal therapy in human benign prostatic hyperplasia. International journal of hyperthermia, 2009 (20), 421 - 439.

Event description:
It was reported in the international journal of hyperthermia that an in vitro study was conducted to assess the efficacy of thermal therapy in human benign prostatic hyperplasia (bph). A total of 10 patients were subjected to different temperature-time combinations to evaluate cellular viability and tissue destruction. The following boston scientific product was referenced in the context of minimally invasive thermal therapies: rezum water vapor therapy. Regarding outcomes, the study demonstrated that temperatures above 60 c applied for sufficient durations resulted in consistent and irreversible tissue necrosis, while lower temperatures or shorter exposures produced only partial cellular damage. The findings provided critical insight into the mechanisms underlying thermal therapy safety and efficacy. It was concluded that thermal therapy is a feasible and effective approach for bph management, with predictable tissue responses based on the temperature-time relationship.

Manufacturer narrative:
Correction to g1: MFR site address 1, MFR site cit, MFR site state, MFR site zip/post code. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of necrosis is a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3. Date of event: actual event date is unknown; article publication date has been selected citation: p. Bhowmick., j. E. Coad, s bhowmick, j. L. Pryor, t. Larson, j. De la rosette, j. C bischof. (2009). In vitro assessment of the efficacy of thermal therapy in human benign prostatic hyperplasia. International journal of hyperthermia, 2009 (20), 421 - 439.

Event description:
It was reported in the international journal of hyperthermia that an in vitro study was conducted to assess the efficacy of thermal therapy in human benign prostatic hyperplasia (bph). A total of 10 patients were subjected to different temperature-time combinations to evaluate cellular viability and tissue destruction. The following boston scientific product was referenced in the context of minimally invasive thermal therapies: rezum water vapor therapy. Regarding outcomes, the study demonstrated that temperatures above 60 c applied for sufficient durations resulted in consistent and irreversible tissue necrosis, while lower temperatures or shorter exposures produced only partial cellular damage. The findings provided critical insight into the mechanisms underlying thermal therapy safety and efficacy. It was concluded that thermal therapy is a feasible and effective approach for bph management, with predictable tissue responses based on the temperature-time relationship.